Event description:
The customer observed false nonreactive alinity I hbsag results for 37-year-old female who reported no history of hepatitis b. The following data was provided: the initial test by abbott was: hbsag 0.1 iu/ml (>/= to 0.05 iu/ml is reactive), anti-hbs 55.05 miu/ml (reactive), hbeag 0.782 s/co, anti-hbe 0.59 s/co (reactive), anti-hbc 3.75 s/co (reactive). The high-speed centrifugation retest was: hbsag 0.03 iu/ml (nonreactive), anti-hbe 0.61 s/co (reactive), anti-hbc 3.34 s/co (reactive). The sample was tested on another alinity for troubleshooting purposes: hbsag 0.05 iu/ml (reactive), anti-hbs 60.05miu/ml (reactive), hbeag 0.672 s/co, anti-hbe 0.63 s/co (reactive), anti-hbc 3.36 s/co (reactive). Retested after high-speed centrifugation hbsag 0.04 iu/ml (nonreactive), anti-hbs, anti-hbe, anti-hbc reactive (no value provided). The customer test the sample on the wantai luminescence platform, and the manual elisa test result were reactive for hbsag, anti-hbs and anti-hbc (wantai's specific results are unknown). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false nonreactive alinity I hbsag results for 37-year-old female who reported no history of hepatitis b. The following data was provided: the initial test by abbott was: hbsag 0.1 iu/ml (>/= to 0.05 iu/ml is reactive), anti-hbs 55.05 miu/ml (reactive), hbeag 0.782 s/co, anti-hbe 0.59 s/co (reactive), anti-hbc 3.75 s/co (reactive), the high-speed centrifugation retest was: hbsag 0.03 iu/ml (nonreactive), anti-hbe 0.61 s/co (reactive), anti-hbc 3.34 s/co (reactive). The sample was tested on another alinity for troubleshooting purposes: hbsag 0.05 iu/ml (reactive), anti-hbs 60.05miu/ml (reactive), hbeag 0.672 s/co, anti-hbe 0.63 s/co (reactive), anti-hbc 3.36 s/co (reactive), retested after high-speed centrifugation hbsag 0.04 iu/ml (nonreactive), anti-hbs, anti-hbe, anti-hbc reactive (no value provided). The customer test the sample on the wantai luminescence platform, and the manual elisa test result were reactive for hbsag, anti-hbs and anti-hbc (wantai's specific results are unknown). No impact to patient management was reported.

Manufacturer narrative:
Corrected data found in section h6 medical device problem code was changed from (B)(6).

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit lot number 57093fn01. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints did identify an increase in complaint activity for lot 57093fn01, however, no related trends were identified regarding commonalities for complaint lot number and issue. Additionally, in-house performance testing was completed which indicates the product is performing as expected. Device history review did not identify any non-conformances or deviations with the complaint lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I hbsag reagent lot 57093fn01 was identified.

Event description:
The customer observed false nonreactive alinity I hbsag results for 37-year-old female who reported no history of hepatitis b. The following data was provided: the initial test by abbott was: hbsag 0.1 iu/ml (>/= to 0.05 iu/ml is reactive), anti-hbs 55.05 miu/ml (reactive), hbeag 0.782 s/co, anti-hbe 0.59 s/co (reactive), anti-hbc 3.75 s/co (reactive). The high-speed centrifugation retest was: hbsag 0.03 iu/ml (nonreactive), anti-hbe 0.61 s/co (reactive), anti-hbc 3.34 s/co (reactive). The sample was tested on another alinity for troubleshooting purposes: hbsag 0.05 iu/ml (reactive), anti-hbs 60.05miu/ml (reactive), hbeag 0.672 s/co, anti-hbe 0.63 s/co (reactive), anti-hbc 3.36 s/co (reactive). Retested after high-speed centrifugation hbsag 0.04 iu/ml (nonreactive), anti-hbs, anti-hbe, anti-hbc reactive (no value provided). The customer test the sample on the wantai luminescence platform, and the manual elisa test result were reactive for hbsag, anti-hbs and anti-hbc (wantai's specific results are unknown). No impact to patient management was reported.

Manufacturer narrative:
Corrected data found in section d4 primary UDI number field.

Event description:
The customer observed false nonreactive alinity I hbsag results for 37-year-old female who reported no history of hepatitis b. The following data was provided: the initial test by abbott was: hbsag 0.1 iu/ml (>/= to 0.05 iu/ml is reactive), anti-hbs 55.05 miu/ml (reactive), hbeag 0.782 s/co, anti-hbe 0.59 s/co (reactive), anti-hbc 3.75 s/co (reactive), the high-speed centrifugation retest was: hbsag 0.03 iu/ml (nonreactive), anti-hbe 0.61 s/co (reactive), anti-hbc 3.34 s/co (reactive). The sample was tested on another alinity for troubleshooting purposes: hbsag 0.05 iu/ml (reactive), anti-hbs 60.05miu/ml (reactive), hbeag 0.672 s/co, anti-hbe 0.63 s/co (reactive), anti-hbc 3.36 s/co (reactive), retested after high-speed centrifugation hbsag 0.04 iu/ml (nonreactive), anti-hbs, anti-hbe, anti-hbc reactive (no value provided). The customer test the sample on the wantai luminescence platform, and the manual elisa test result were reactive for hbsag, anti-hbs and anti-hbc (wantai's specific results are unknown). No impact to patient management was reported.